Event description:
Customer reported high blood glucose of 449 mg/dl; treated with the insulin pump. Customer reported that the belt clip broke and she requested it to be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.